Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "recall, lump about 5 cm in size, leaked around the implant ". This record is for the left side. The device remains implanted.